Event description:
It was reported that during a vats lobectomy procedure, the device was used to transected the lobe. The stapler was closed as usual and fired in a smooth motion. After pressing the release button, some staples were not formed very well and the tissue was bleeding. The device was reloaded with a new reload and transected the tissue again. This time, the staples formed b-shaped very well. Another device was used to complete the case. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.